Event description:
Complainant alleged that during incoming inspection the device displayed a "pacer fault 122" and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.